Event description:
Philips received a complaint by the customer on the v60 indicating that unable to adjust fio2. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) reported that the issue was not duplicated. It was confirmed that system was not in clinical use. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.